Manufacturer narrative:
The investigation determined reproducible, discordant anti-hcv (B)(6) results were obtained for two different patient samples using a vitros anti-hcv reagent on three different vitros 5600 integrated systems. A definitive assignable cause could not be determined. However, it was determined that the event was most likely a sample related issue as the (B)(6) anti-hcv results for both samples were reproducible on vitros systems and the (B)(6) results were reproducible on a non-vitros siemens test system. Acceptable within run precision testing was obtained on all three vitros instruments indicating that an instrument issue was not a likely contributor to the events. Based on historical quality control results, a vitros anti hcv reagent lot performance issue is not a likely contributor to the event. In addition, it could not be established if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
The customer obtained reproducible, discordant anti-hcv (B)(6) results for two different patient samples using a vitros anti-hcv reagent on three different vitros 5600 integrated systems. The results were considered discordant when compared to (B)(6) results obtained from the same samples processed using a non-vitros siemens system. (B)(6). Biased results of the direction and magnitude observed could lead to inappropriate physician action if undetected. The discordant (B)(6) vitros anti-hcv results were not reported from the laboratory. There were no allegations of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics (ortho) complaint number (B)(6).